Event description:
It was reported to philips that there was a wireless footswitch connection issue during use on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Connection restored; no permanent CAPA noted. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).